Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) via a company representative regarding a patient receiving intrathecal lioresal via an implanted pump. The lioresal concentration was 2000 mcg/ml; the dose was 598 mcg/day. The lot number was not available/could not be obtained. Other medications the patient was taking at the time of the event could not be obtained/not available. The device IFU (indication for use) was listed as intractable spasticity and cerebral palsy. In mid-(B)(6) 2015, the patient experienced an increase in spasticity. The patient's managing physician gave the patient a 100 mcg bolus at that time, which provided some relief in spasticity. The pump dose was also increased. Several weeks later, despite the increased dose, the patient continued to experience increased spasticity in lower extremities as well as pain (as identified by thepatient's parents). On (B)(6) 2015, a dye study and rotor study were performed; the results were normal. On (B)(6) 2015, the dose was increased and the patient's spasticity had improved by the end of the day. Then, the patient's spasticity continued, so the decision was made to surgically explore the catheter. On (B)(6) 2015 during surgery, the surgeon explanted the model 8709sc catheter. No issue was found with the catheter. A new ascenda model catheter was implanted. The issue was resolved at the time of this report. The patient status at the time of this report was alive - no injury. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device code (B)(4) no longer applies.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 2000 mcg/ml of lioresal baclofen at 240 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2016, it was reported that there was a tear in the catheter when the patient had a dye study. No additional information was reported, no symptoms were mentioned. The original source document contains information that was unrelated to this event and was omitted. See manufacturer reports 3004209 178-2016-24981, 3004209178-2016-03056, and 3007566237-2016-00856 additional information was received on (B)(6) 2016 from a healthcare provider. When asked what information was received that indicated that there was tear in the catheter, the hcp stated none performed.